Event description:
It was reported that, "patient had a surgery (B)(6) 2005, with zimmer product. It was revised in (B)(6) 2005 because, it was dislocating and they put in a sulzer/zimmer head. It continued to dislocate and so in (B)(6) 2007, pt received a stryker trident shell and trident insert, leaving the stem intact and replacing the head with another zimmer head. Pt continues to experience pain, like something is rubbing against her bone, and a feeling like it is going to pop out any minute, getting up, or sitting down. In 2009, it did dislocate, and doctor popped it back in."

Manufacturer narrative:
If additional information becomes available then it will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat #502-11-62g, lot # 20184401, description: trident hemispherical cluster hole shell. It cannot be determined which, if any of these devices may have caused or contributed to the pt's pain.